Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The sensor was inserted into abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause was determined to be transmitter stale stop command. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information- correction. H2: additional information/ device evaluation- correction. H6: adverse event problem - correction.

Event description:
Subsequent to the supplemental MDR, a correction is required.

Event description:
Subsequent to the supplemental MDR, additional information has been received.

Manufacturer narrative:
(B)(4).